Event description:
The account alleged, "while pt care was being performed, patient's bed dropped to the lowest position. There were no reported injuries to pt or staff. The bed was removed from service."

Manufacturer narrative:
The tech checked the bed and could not find any issues or problems. The hospital uses a 3rd party repair company to repair their beds. The repair company replaced a circuit board according to maintenance staff. No further info was available regarding the incident or the repair.